Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal left anterior descending (lad) artery. After intravascular ultrasound (ivus) was performed, ablation was performed using a 1.5mm and 2.0mm burr. Pre-dilation was then performed using a 2.0/15 non bsc balloon catheter followed by implantation of a 3.5/14 non bsc stent. However, malapposition was noted with the implanted stent at the proximal edge. A 12mm x 3.00mm nc quantum apex balloon catheter was then used to post-dilate the stent; however the balloon ruptured at 18 atmospheres on the first inflation. The 12mm x 3.00mm nc quantum apex balloon catheter was completely removed from the patient and the procedure was completed. No patient complications were noted on the angiogram and the patient's status was good.